Manufacturer narrative:
The device is not expected to be returned for evaluation. The caller exchanged the speaker and still not audio which suggest a faulty main pcb. The manufacturing facility previously initiated a corrective and preventative action associated with manufacturing confirmed failures isolated to the main pcb. No further conclusion can be drawn by the manufacturing site since the device is not expected to be returned for analysis. Information has been added to the database for trending purposes.

Event description:
The company received a report where it was claimed that the unit did not provide a audio tone. The caller confirmed no patient involvement.